Manufacturer narrative:
Device investigation narrative - one 9x30mm biosure ha screw was returned for evaluation. Visual assessment of the screw confirmed the complaint of thread damage. The distal threads are deformed and some are missing small pieces. The outer diameter, length and wall thickness of the screw were measured and found to meet print specifications. Without knowing the clinical details regarding bone tunnel size and graft type and size a root cause cannot be determined. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the threading on the biosure ha screw detached from the anchor during insertion. As the screw was being screwed into the drill hole the screw thread of the biosure ha screw detached. All parts were removed from the body. A backup device was available and used to complete the procedure. The problem caused an estimated delay of 2 minutes and no patient injury was reported.